Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. Unable to perform leak test during explant analysis. The cause could not be determined.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.